Event description:
The customer reported low total thyroxine (tt4) quality control (qc) levels involving access 2 immunoassay system. The customer calibrated alternate lot of reagent but tt4 quality control remained low. The customer stated quality control was tested as a patient sample. The customer tested new vials and quality control level continued to be low. The customer stated quality control recovered low for two lots of reagent. There has been no report of patient results affected. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.